Event description:
A customer in france notified biomérieux of false positive results in association with vidas® high sensitive (hs) troponin I (ref. 415386) - lot 1005685440. On (B)(6) 2017, an (B)(6) female patient had a sample tested with hs troponin I result of 183.2 ng / l. She was hospitalized. A new troponin assay was performed at the hospital with a negative result. On (B)(6) 2017, the customer retested the patient sample on vidas® 3 with a result of 7.1 ng / l. The customer stated that the false positive result was reported to a physician. There is no indication from the customer that there was a delay of greater than 1-2 hours in reporting results. The customer stated that the patient was not harmed or treated incorrectly. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of non-repeatable, false positive results in association with vidas® high sensitive troponin I (tnhs) (ref. (B)(4)). An internal biomérieux investigation was performed. The complaint laboratory tested an internal sera 10 times with vidas® tnhs lot 1005685440 / 180301-0. The results obtained were repeatable (between 3.9 ng/l and 5.2 ng/l for a target at 4.40 ng/l), no false elevated result was observed with vidas® tnhs lot 1005685440 / 180301-0. The complaint laboratory has tested a pool of serums 24 times and another pool of serums 16 times using the customer's kit vidas® tnhs lot 1005685440 / 180301-0. The result were repeatable without outlier on vidas® tnhs lot 1005685440 / 180301-0 (for the first pool between 9.2 ng/l and 5.0 ng/l , for the second pool between 3.4ng/l and <1.5ng/l). The complaint laboratory did not reproduce the customer's anomaly. The complaint laboratory has calculated the occurrence of the outlier anomaly for the period between april 2016 and october 2017 (number of samples involved versus number of tests released). No upward trend in claims for reproducibility problem since april 2016 with a maximum occurrence at 0.006%. Concerning vidas® tnsh lot 1005685440 / 180301-0, the occurrence is 0.012%. The batch vidas tnhs 1005255170/180103-0 is still within its expected performance.